Event description:
A customer reported during a procedure that the system displayed a system message. The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the reported event. The fluidics controller printed circuit board (pcb) was replaced. Unrelated to the reported event, the dvd-rom drive was also replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taked not replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).